Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received nine appropriate treatments and two inappropriate treatments. The device was started up at 08:04:12 on (B)(6) 2024. At 10:44:30, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 10:46:07, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. At 10:48:51, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 10:51:22, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with nsvt and CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. At 10:51:57, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 10:52:35, the patient received the first appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus rhythm @ 65 bpm with pvcs, bbb and CPR/motion artifact. At 10:53:37, an arrhythmia was detected. ECG shows vt @ 200 bpm with CPR/motion artifact. At 10:54:10, the patient received the second appropriate treatment. Rhythm at time of treatment was vt @ 190 bpm with CPR/motion artifact. Post shock rhythm was vt @ 120 bpm. At 10:54:41, the patient received the third appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was vt @ 140 bpm with CPR/motion artifact. At 10:55:14, the patient received the fourth appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 10:55:54, the patient received the fifth appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. At 10:56:27, the patient received the sixth appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. At 10:58:17, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 10:59:10, the patient received the seventh appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was vf. At 10:59:41, the patient received the eighth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was obscured due to CPR/motion artifact. At 11:03:39, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 11:04:11, the patient received the ninth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was idioventricular rhythm @ 30 bpm. The electrode belt was disconnected at 11:04:26 on (B)(6) 2024.